Event description:
It was reported occlusion alarms occurred without the customer being able to resolve despite changing supplies. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.